Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 921 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the emergency room (B)(4) hours later with no permanent damage. Reportedly, the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. The customer reverted to an alternate method of insulin therapy.